Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation and a catheter was physically investigated. During physical investigation, test guidewire passed without any difficulties. After working in the water nominal aspiration level was achieved. The reported mechanical jam can be confirmed. A clogging of the catheter appears due to a restricted flow of fluid inside the catheter, that can be lead back to an insufficient dosage of heparin, too fast advance of the catheter or insufficient addition of saline during treatment. It is advised to predilate proximal part of occlusion and to avoid working in the fractured stent area as stent pieces can be aspirated and block the catheter. Therefore, the investigation is confirmed for the reported mechanical jam issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 01/2027), g3, h6 (device) h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the left superficial femoral artery via the right side cross over approach, the system stopped, and the catheter was allegedly not possible to be removed from the wire. It was further reported that fluid and thrombus material came out of the wire lumen, and flushing was allegedly not possible outside the patient. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the left superficial femoral artery via the right side cross over approach, the system stopped and the catheter was allegedly not possible to be removed from the wire. It was further reported that fluid and thrombus material came out of the wire lumen, and flushing was allegedly not possible outside the patient. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2027) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.